Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on intemittently. Complainant indicated that there was no pt involvement in the reported malfunction. Subsequently testing of the device at the facility's biomed dept was unable to duplicate the reported malfunction.